Event description:
Customer reported that the pump turned on, but the display remained black. Blood glucose levels remained within the range of 54-500mg/dl, indicating no adverse impact. Technical support decided to replace the faulty pump, and the customer planned to switch to manual insulin delivery (mdi) as a temporary backup.